Manufacturer narrative:
The catheter was returned in segments, but analysis identified no other anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the manufacturing representative, regarding a 58 year old male patient receiving intrathecal dilaudid 1.8mg/ml at 0.4495mg/day, bupivacaine 30mg/ml at 7.492mg/day, and clonidine 1000mcg/ml at 249.7mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. The devices were returned by the manufacturing representative with paperwork indicating the pump was at elective replacement indicator (eri), and the catheter was kinked at purse string and pump. There was no cerebrospinal fluid (csf) through the catheter access port (cap) access. Additional information from the health care provider (hcp) via clinical study reported that the patient had loss of pain relief. The kink was found during surgical observation. The pump replacement was reported due to normal battery depletion. A replacement procedure occurred on (B)(6) 2015, and the issue was resolved without sequelae on (B)(6) 2015. If additional information is received this report will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.